Manufacturer narrative:
(B)(4). Report source brazil. Customer has indicated that the product will be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the polyethylene implant did not fit into the metallic tibial base. Several attempts were made with no success. Another articular surface was used to complete the surgery. Attempts to obtain additional information have been made, however, no more information is available.

Manufacturer narrative:
This follow-up is being submitted to relay additional information. Visual examination of the returned product identified flared and compressed locking dovetail features. Medical records were not provided. Device history record (DHR) was reviewed for deviations and/ or anomalies with no related deviations / anomalies identified. Damage to the articular surface can occur if the articular surface is not correctly placed and oriented before pushing it using the inserter instrument. Detailed instructions for inserting the articular surface are provided in lps-flex fixed bearing knee surgical technique (97-5964-102-00-rev0616) pg. 15-17. The root cause is attributed to a failure to follow instructions. Complaint confirmed based on the product evaluation. If any further information is received which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.